Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The marker lumen blockage was unable to be confirmed. The investigation was unable to determine a conclusive cause for the blocked lumen. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date is estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 2 proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with the 3 proglide devices after a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss or link break was noticed with two of the proglide devices. A third proglide device had a blocked marker lumen. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.